Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was worried and experienced a seizure. The customer was unable to self-treat, requiring treatment of baqsimi nasal spray (glucose) provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was found to be in sensor state 7 with event log 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. Error code 11 with leak_detected is an indication the patch algorithm determined there was evidence of moisture ingress in the patch circuitry. Further investigation was conducted, where a visual inspection was performed on the return sensor and no anomaly was observed. The data in the initial scan was reviewed. The returned sensor was observed to be in state 8 (error termination). The returned sensor was then scanned and leak_detected was observed in the event log. This is a known issue where the pucks algorithm detects liquid ingress and confirms its presence on the board. Therefore, issue is confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted. Section d4 (serial number) & (primary UDI number) were updated based on returned product. Section d4 (device expiry date) & h4 (device mfg date) were updated based on returned product download.

Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was worried and experienced a seizure. The customer was unable to self-treat, requiring treatment of baqsimi nasal spray (glucose) provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.